Event description:
A malfunction was reported on the pump when it went dark despite being at 75% charge, and the problem persisted after attempting to plug it in again. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. However, it was noted that the pump touchscreen was not responding after the reset, and further troubleshooting was required in another case. Technical support resolved the issue by sending a replacement pump. The customer will use multiple daily injections (mdi) as a backup.